Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported the pump was not charging. Reportedly, customer changed usb cables and the pump successfully began charging. The customer's blood glucose was approximately 250 mg/dl. The customer continued to use the pump for insulin therapy.